Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole and tachycardia during a syncopal episode, however the implantable cardiac monitor (icm) rejected the true pause and did not detect the tachycardia event. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.